Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the drug in the pump was lioresal. Perioperative antibiotics were administered and the date of onset of the infection was (B)(6) 2013. The patient symptoms were fever, redness, swelling, drainage and pain. The primary location of the infection was the device pocket. Cultures were obtained from the device pocket and the type of organism identified was (B)(6). The patient received intravenous (IV) antibiotics and the patient outcome was reported as the infection was resolved, and it was also noted as drug withdrawal symptoms including spasms. It was further reported that all the hcp saw in the patient¿s file was that the medication in the pump was baclofen; with no type or lot. It was further reported that the correct medication was gablofen. There was no lot number available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: 2013 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, serial# (B)(6), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomalies. The catheter was incomplete and was returned in segments. Analysis of the catheter ((B)(4)) revealed no significant anomalies and the catheter passed acceptable testing.

Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2013 due to an infection of the pump and catheter. The patient recovered without sequela. The medication infused was baclofen.